Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time.

Event description:
Consumer reported complaint for high blood glucose results. (B)(6) (son) is calling on behalf of the customer. The customer is concerned withal of the results obtained. The expected non-fasting blood glucose test result range is 200-300mg/dl. The customer feels well and did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product /storage location is undisclosed) is stored by customer according to specification in the dining room. During the call on (B)(6) 2017, a back to back blood test was performed non-fasting by the customer and produced test results of 555 and 566mg/dl using true metrix go meter. The test strip lot manufacturer's expiration date is 02/28/2019 and open vial date is a couple of days ago. The meter memory was reviewed for previous test result history: (date/time not stored correctly) -from log book. (B)(6).